Manufacturer narrative:
The display was blank due to corrosion and rust inside the battery tube.

Event description:
It was reported that the display on the insulin pump was blank and there was a white powder in the battery compartment. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.